Manufacturer narrative:
The initial medwatch report indicates: date of event - (B)(6) 2017. The initial medwatch report should indicate: date of event - (B)(6) 2017.

Manufacturer narrative:
Physio-control further evaluated the device. The device was extensively tested, but no discrepancies were observed. The device had not logged any event codes into its memory. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. From the downloaded electronic patient record it was observed that the device had prompted "connect electrodes" multiple times. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device prompted 'connect electrodes' while they used it on a patient in cardiac arrest. The defibrillation pads were placed onto the patient's chest. The device then prompted 'connect electrodes'. The customer tried to unplug the pads and plug them back into the device, but it continued to prompt 'connect electrodes'. The customer then pulled the pads off and shaved the patient's chest. It was reported that the device still continued to prompt 'connect electrodes'. The customer then started with chest compressions. There was no information on the patient outcome provided.